Event description:
A remstar auto a-flex device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside blower kit and found blower foam degradation. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.